Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was returned by customer to roche affiliate. Device was lost in transport between affiliate and investigation unit and was unable to be located so no investigation could be performed. Device lost in transport.

Event description:
Caller reported the active system displayed blood glucose results between 78-116 mg/dl at a time when the customer had symptoms of hypoglycemia- confusion, incoherence, hallucinations. Customer was hospitalized (B)(6) 2015. The doctor gradually decreased amount of insulin administered and the patient began to feel better. The doctor stated that the above symptoms were a consequence of hypoglycemia. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.